Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable crpl3 c-reactive protein gen.3 results for one (1) patient sample on a cobas 8000 c502 module. The initial result was 0.05 mg/dl. The result was reported outside the laboratory. The user happened to notice that the patient's previous result was 56.12 mg/dl, so he repeated the sample on the other c502 analyzer and the repeated result was 43 mg/dl with a data flag, the sample was then auto-repeated and the result was 46.7 mg/dl. A corrected report was sent. The reagent lot number is 49002501 with an expiration date of 31-aug-2021.

Manufacturer narrative:
The calibration data show an error. The field service representative did not find any issue with rinse levels or probe adjustments. The malfunction is consistent with insufficient sample pipetting due to a clogged, contaminated or misadjusted sample probe, often caused by preanalytical handling errors and/or insufficient probe wash. The sample probe had not been replaced in over a year. The cause of the event could not be determined.